Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery during the prime process. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer changed the infusion set and was unable to prime the pump. However, when the reservoir was changed insulin was able to exit the tubing. The customer primed the tubing and a no delivery did not occur. The four infusion sets and three reservoirs will be returned for analysis and three replacement infusion sets, two reservoirs, and three cannula were shipped to the customer.